Event description:
The hcp reported that the pt was experiencing "severe withdrawal symptoms and depression". In 2006 the pt requested that his pump be turned off. He had been receiving dilaudid ~ 3.5 mg/day. Mgmt of symptoms as an out-patient was not successful. The pt presented to the emergency room twice and the pt was admitted under the care of an "addiction specialist". The pt was successfully weaned off the medications and the pump was removed on 4/24/06. The hcp reported that the catheter was "not functioning properly and he opted to have the system removed rather than the catheter replaced". The pt recovered without sequela.